Event description:
Device was placed in 2004. It was noted that the inflation port for the interior balloon had been ripped almost completely off at approx 1 cm distal from the yellow cap causing balloon deflation and migration. It is suspected that the pt tore the port. The pt was fed into the peritonium and became septic. The balloon had been inflated with water. The pt died 5 days later.